Event description:
During a daily shift test, it was reported that the device locked up and none of the buttons were operational. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate the reported lock up failure. Physio observed proper device operation though functional and performance testing. The device was returned to the customer for use. A conclusive cause of the reported event could not be determined.